Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2009 - the patient was diagnosed with cystocele and stress urinary incontinence. The patient underwent a urethral vaginal sling implant using a bard/davol soft mesh, anterior repair and cystocele repair. On (B)(6) 2009 - the patient was diagnosed with recurrent cystocele and incontinence. The patient underwent a pubovaginal sling implant using a non bard davol "fascia lata tutoplast sling" and a non bard davol "ultra" sling. No mention of the bard soft mesh in the operative details.